Event description:
It was reported the atrial lead had dislodged into the right ventricle. The dislodgement was conformed via fluoroscopy. Programming changes were made. The atrial lead was capped and replaced on (B)(6) 2023. No patient consequences.